Manufacturer narrative:
The user experienced severe hyperglycemia resulting in ICU hospitalization while using the ilet. This situation can result in acute metabolic decompensation requiring intensive medical intervention and is consistent with the reported ICU admission. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data showed the device had powered off due to battery depletion prior to the event and was not powered back on for several days, resulting in interruption of insulin delivery. Based on available information, the event was attributed to use-related therapy management factors, specifically failure to maintain device power and initiate backup therapy, rather than abnormal device performance. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On 23-may-2025 it was reported that on (B)(6) 2025 the user experienced hyperglycemia resulting in ICU hospitalization after interruption of insulin delivery. The user received hospital treatment. The user was discharged and recovered.